Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The low reservoir alarm functions properly. Unit had scratched display window.

Event description:
Customer reported that he had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 1100 mg/dl. Customer stated that he was trying to give himself insulin, but he did not hear the low reservoir alarm. Nothing further was reported.